Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to wake it. The pump display remained off with red light and no vibration. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.